Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/01/2019.

Event description:
The customer reported a faulty touchscreen and an unregulated oxygen concentration. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.

Manufacturer narrative:
Date received by manufacturer: 06dec2019. Report date: 19dec2019. No patient involvement. Additional information was received that there was no patient involvement. The (fse) field service engineer evaluated the ventilator and confirmed the touchscreen failure and identified a noisy blower. There were no confirmed failures related to the oxygen concentration. The fse replaced the touchscreen and the blower and the problem was resolved. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.